Manufacturer narrative:
D10 concomitants: 02-012-45-4050 logic fit tibial tray sz 4f/5t 4118234. 02-010-03-0240 logic femoral component cr cemented left sz 44066829. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left knee was revised 9 years 3 months post initial operation. The patient returned to surgeon office with complaints of stiffness, pain, and dissatisfaction with their total knee replacement. The patient has a recalled polyethylene implant. The patient was scheduled for a revision tka possible polyethylene swap. The patient underwent a tibial polyethylene implant swap and a patella implant swap. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of tibial insert and patellar prosthesis wear. The observed wear that was observed was most likely due to high contact stress from the femoral component during knee flexion, third body wear, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. H6: corrected health effect and investigation clinical codes.